Manufacturer narrative:
Per customer, the sample was centrifuged and an aliquot was used for analysis. Bec advised the customer about the pre-analytical impact for troponin testing. Two levels of accutni qc were within customer's established ranges on the day of the event. A system check performed on (B)(4) 2011, passed. Accutni calibration passed on (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding elevated troponin (accutni) results generated by the access 2 immunoassay analyzer that exceeded the assay's precision claims for one patient sample. Upon repeat, the sample resulted lower but above the ami cut-off. No reports of death, injury, or change to patient treatment have been reported in connection with this event.